Manufacturer narrative:
Continuation of d10: product ID sfr-6-30 (d027875); product type:; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke located middle cerebral artery. It was noted the patient's vessel tortuosity was severe. The patient presented with a baseline-modified rankin scale (mrs) score of 3 and a national institutes of health stroke scale (nihss) score of 21. Following the procedure, the mrs improved to 2, and the nihss score decreased to 10, indicating notable clinical improvement. The thrombolysis in cerebral infarction (tici) score was 1 at baseline and improved to 2b post-procedure, demonstrating successful reperfusion. Intravenous tpa was not contraindicated. A total of two passes were made with the thrombectomy device during the procedure. The stroke onset to reperfusion time was 180mins it was reported that during the thrombectomy procedure, the vessel was tortuous with moderate severity. After reaching the distal end, the sfr stent had obvious resistance and could not be pushed out of the rebar18 microcatheter. The surgeon took out the stent again and reinserted it into the microcatheter. There was still obvious resistance. To solve the issue, the surgeon replaced the stent with another sfr630 stent and pushed it again, and it came out smoothly. The surgeon requested to complain about the first stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There was no damage to the stent or catheter observed.